Event description:
It was reported upon inspection of anchorc, it was noticed that the 7mm inserter tip broken off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned anchor c 7mm inserter, cat # 48328007, lot # 127182; threaded tip was confirmed to be broken via a visual inspection of the device. The surgical technique for anchor c advises against excessive pivoting or angulation of the guide/inserter tip while attached to the cage because it can damage the instrument. No anomalies found in the manufacturing records that would have contributed to this breakage and met stryker specifications. Conclusion: the device was found broken and the circumstances under which it fractured are unknown, the cause of this event cannot be determined. The most common cause of inserter tip breakage is excessive cantilever force.